Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient noticed his cgm was reading 64 mg/dl, but the bg was 41 mg/dl. He did not feel symptoms of going hypoglycemic but blacked out. He was found by his daughter and the cgm was displaying low at that time. Paramedics arrived and gave him glucose via intravenous (IV) therapy. He regained consciousness in the ambulance on the way to the hospital. He was given additional IV glucose in the hospital and was discharged after several hours, in stable condition. At the time of the report he was feeling fine at home with no injuries. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.